Event description:
During an arthroscopic procedure, the physician was utilizing a speedlock implant. While attempting to place the implant the physician engaged suture lock and deployed the anchor, however, the push rod shot outside the anchor, leaving the anchor unusable. The anchor was removed from the surgical site. A new bone was drilled and the physician placed another speedlock implant to complete the procedure. No pt complications were reported as a result of this event.